Event description:
The complainant has reported that approx one month ago (exact date unknown), a pt (age and gender unknown) underwent a therapeutic jinro nephrostomy catheterization for treatment. In 2005 the kidney removal was performed. Due to suppuration in the kidney, the catheter could not be removed individually. The catheter was removed with the kidney. No resistance was felt upon removal of the kidney. After the nephrectomy, a portion of the catheter was detected via x-ray. The remaining portion of the catheter was removed successfully in 2005.